Manufacturer narrative:
Upon return to our (B)(4) laboratory, visual inspection showed that the molded insulation on the lead's pace/sense leg had several puncture holes in it, and one hole that was apparently melted open by the rate/sense positive coils underneath. The laboratory technician concluded that it was possible that the lead shorted to the device.

Manufacturer narrative:
The lead and device are to be returned to our post market quality assurance laboratory for analysis.

Event description:
Boston scientific received information that this newly-implanted right ventricular (rv) lead and device were explanted and replaced due to an indicated shorted shocking condition during device interrogation after the patient received anti-tachycardia pacing (atp) and shock therapies. It was reported the patient, who also was on a ventilator, initially experienced a ventricular tachycardia (vt) below the programmed therapy zones two days after device implant. Following device reprogramming, the patient experienced separate vt episodes with therapy delivery that successfully converted the arrhythmias. During one episode, the device recorded a low out-of-range shock impedance measurement. A boston scientific technical services consultant (ts) reviewed the available information and episode electrograms, and recommended device and lead replacement due to the likelihood of device damage and possibility of an intermittent lead anomaly. It was suspected the lead may have been damaged during implant due to tortuous patient anatomy. The device and lead were explanted and replaced; the patient was successfully upgraded to a dual-chamber device due to having acquired complete heart block. The patient subsequently passed away after medical staff experienced difficulty managing the patient's blood pressure with multiple medications, and a family member elected to change the patient's status to do not resuscitate. There were no allegations against this lead in association with the patient death.

Event description:
--